Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about three events involving the maxi 500 devices. This report concerns the second event, which was reported under the medwatch number: 9681684-2023-00081 (arjo reference number: (B)(4). The information provided indicates that during resident transfer the lift started to tip.

Manufacturer narrative:
The arjo representative contacted the facility for additional information regarding the event. It was clarified that the event happened during the patient transfer from a bed to a wheelchair. The one staff was behind the wheelchair, and second was maneuvering the lift. During the final stages of the transfer, a caregiver began pulling backward on the sling loop to ensure the resident was correctly seated in the wheelchair, after which the lift tilted. The caregivers attempted to stabilise the lift, which resulted in injuries to both staff members. One caregiver sustained a back injury. The other caregiver sustained a leg injury. There was no detail information regarding the injury provided. The instruction for use for maxi 500 device (001.20815 rev. 0) contains information that: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." Based on the information gathered, the facility personnel was pulling the sling with the resident slightly into the wheelchair. This situation might cause the lift stability to be disrupted and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Manufacturer narrative:
Additional information will be provided upon inveestigation conclusion.

Event description:
The customer reported 3 events regarding the maxi 500 device, events were registered under . The report concern the first complaint (B)(4). It was reported that during patient transfer the lift tilted to one side. No injury was reported. The device was evaluated and no malfunction was found.